Event description:
It was reported that pump experienced rapid battery loss. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, and no additional troubleshooting or corrective actions were documented.